Event description:
It was reported that patient presented to emergency room after experiencing arrhythmia. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited loss of capture. It was further moted from x-ray that the lead was dislodged due to twiddlers. The lead was explanted and replaced. The patient was stable.